Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading of 160 mg/dl on her adc blood glucose meter on (B)(6) 2016 at 11:00 pm. Due to the high reading, the customer self-administered an unspecified "higher" dose of insulin. The customer subsequently experienced a loss of consciousness, and was found unresponsive by her son who called paramedics. Upon arrival at 4:20am, paramedics tested the customer with their meter with a result of 47 mg/dl. The customer was assessed as being hypoglycemic, and treated on scene with an unspecified intravenous infusion. Another reading was taken at an unknown time with the customer's and paramedic's meters, and the customer's meter was reportedly reading approx. 20 points higher (193 mg/dl vs 173 mg/dl). No further treatment was reported. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint are expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.